Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse noticed the secondary probe was leaking at the probe wipe sequence. The fse rerouted the vacuum lines (tubing) to probe wipe to avoid binding/pinching. The fse cleaned quick disconnect vacuum ports on the probe wipe and adjusted the wiper travel to match the vacuum ports on the wiper to the probe orifice which resolved the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blood and diluent leaked from the secondary probe of the coulter hmx hematology analyzer with autoloader. The volume of the leak is unknown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.